Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). Additionally, intermittent undersensing was noted on the right atrial (ra) lead during episodes. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.